Event description:
When entering pt's room for medication delivery, nursing staff found pt unresponsive. The ventilator screen had no panel display. Pt had faint femoral pulse. Resuscitation efforts were made to no avail. The ventilator was properly connected to electrical supply and was in the "on" position. Later the ventilator was tested on site and found to have a catastrophic failure of some type.